Event description:
During a colonoscopy procedure the physician used a wilson-cook soft acu-snare to remove polyps. After six to ten smaller polyps had been successfully snared, the physician snared a polyp that measured 2cm. The snare would not cut through or release from the stalk of the polyp. The snare was cut at the handle and the pt was sent to surgery for removal of the device. Post procedure, the pt's condition was reported as stable.